Event description:
It was initially reported by the physician that the patient showed high lead impedance on diagnostics test. Patient also showed increase in seizures over the last few weeks. Site did emg which showed clear evidence for a lead issue. Revision surgery is likely. No further information was given. Patient's name is unknown. Good faith attempts to obtain additional information has been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.